Event description:
It was reported that the user¿s caregiver expressed concerns about the ilet system¿s performance in conjunction with the sensor, citing recurrent low glucose readings in the 40s that required frequent oral glucose intake and nighttime corrections, and noted they had progressively reduced and then stopped meal announcements. The caregiver also inquired about a factory reset. Symptoms included hypoglycemia and episodes of hyperglycemia, with reports noting a range of 65 mg/dl to 228 mg/dl along with sleepiness or drowsiness associated with the events. Outcomes included no lasting health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of available reports. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure, specifically the cessation of meal announcements that affected the user interface interaction and dosing behavior. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.